Event description:
It was reported that the cutter would intermittently retrieve any small, or no samples. The customer tried a second probe, reseated then changed the tubing set and canister and the unit still retrieved small or no samples. The doctor continued to sample the patient and decided to abort the case.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.